Event description:
Facility reported, the needle separated from line when pct pulled back the fistula needle from pt's graft. No sample. Facility reported, the needle separated from line when pct pulled back the fistula needle from pt's graft. No sample is available. (Extracted from jmsna complaint report dated 26-february-2007). The defective was venous needle, pct noted there was air in bloodline at 4 hrs into treatment. Pt lost 200 ml of blood. (Extracted from jmsna e-mail dated 02-march-2007).

Manufacturer narrative:
Conclusion: from our investigations and findings, it is impossible for glue to be uncured due to failure to turn on uv light or low uv light intensity. However, the bonding area between cannula and hub could have cavitation due to low amount of glue. It is impossible that the prod inspector has missed out during inspection. This might result in the detachment of cannula from hub. Jmss will take this as a critical market feedback. We had implemented concrete corrective actions on our prod area to ensure that this defect will not reoccur in current prod lots. Lastly, we would like to apologize for any inconvenience caused. Jms will continue to maintain the good qualities of our prods and to ensure only the good qualities prods are delivered to the customer.